Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08745 inches. Successfully downloaded history files and traces using thus. On the event date of 02-apr-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. On the event date of 02-apr-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 29.475 u and dailytotalofbolusinsulindelivered = 60.5 u which is equal to the dailytotalofallinsulindelivered = 89.975 u. All bolus/basal were delivered in auto mode/manual mode. In further review of the formatted history file, there were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date of 02-apr-2025. All buttons function properly. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. The pump was cut open to perform visual inspection and found the j1 connector on pcba 1 was locked properly. No evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.45 mv). The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for keypad anomaly was not confirmed. For additional information regarding the tests performed refer to (B)(4) ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with the blood glucose value of 300 mg/dl due to the pump not delivering the bolus as the button was not pressed enough times and was treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-332a, mmt-1780kl, mmt-399a. Troubleshooting was performed for keypad anomaly and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. Troubleshooting was partially performed for a high blood glucose event. The customer was using the insulin pump system within 48 hours of the reported event. The customer was not using the minimed system with the auto mode/smartguard feature active at the time of the event. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-441ak. No product return is required for mmt-342.